Event description:
A home patient reported a cassette leak during prime. All unused supply lines were clamped; no animals were present in the room. The home patient does use scissors to open the cassette. Baxter's technical service center was not contacted. The location ot the leak could not be identified. No patient injury or medical intervention was associated with this report paper the home patient.